Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon applied another device. The hosp has reported that no pt injury occurred.